Manufacturer narrative:
Qn#: (B)(4). Additional information received regarding the injury. It's reported that the user sustained a small puncture to base of right thumb/palm of hand. Wound bled slightly. First aid undertaken. Pcf indicates condition as fine.

Event description:
The customer reports: a sharps injury from a shard of glass that was in a pack between the equipment tray and trolley drape. It's reported that kit does not use any glass vials and because of its position it must have arrived in pack.

Manufacturer narrative:
(B)(4). The customer returned a single lumen PICC catheter for evaluation. The catheter had an injection port on the extension line and showed evidence of use. No other components or packaging were returned. Visual examination of the catheter did not reveal any defects or anomalies. The catheter length and catheter body outer diameter were measured and were found to be within specification. The bill of materials for (B)(4) was reviewed and it was determined that no glass components are supplied in this kit. A device history record review was performed on the packaged kit and no relevant findings were identified. The customer report of a sharps related injury from a shard of glass could not be confirmed based on the returned complaint sample. The customer returned a catheter which was undamaged and met all relevant dimensional requirements. No other packaging or components were returned and no glass components are supplied in this kit. Based on the customer report and returned sample, a root cause could not be determined for this customer reported issue. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports: a sharps injury from a shard of glass that was in a pack between the equipment tray and trolley drape. It's reported that kit does not use any glass vials and because of its position it must have arrived in pack.